Manufacturer narrative:
The bed was swapped for a known working bed and the malfunctioning bed was scrapped by hill rom (B)(4).

Event description:
Account alleged that the head of the bed was not elevating. No pt impact.